Event description:
The patient reportedly experienced loss of lock. External equipment was exchanged and programming adjustments were attempted, however this did not resolve the issue. Advanced bionics is in the process of gathering more information.